Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found no issues with master tool manipulator right (mtmr) on ssc2; however, the fse did find that mtm left on ssc2 failed grip test. The fse replaced both master tool manipulators (mtm) of the surgeon side console #2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The first mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Other tests passed. The second mtm was confirmed to have grip issues during visual inspection.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon thought something was wrong with one of the surgeon consoles. The customer stated that the system stopped letting them control universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and did not see any related errors. The tse asked if the customer was swapping the usms back and forth between the dual surgeon consoles. The customer stated they had swapped usms between the surgeon consoles at least one time. The tse recommended the customer on making sure the usms were assigned to the correct surgeon console. The customer was continuing with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon did scale appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did move in the intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was not appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). Issue has occurred multiple times over the last 6 months. The action was being taken and/or intended when the issue occurred was bedside assist pulled the instrument that could not be manipulated and reinserted it. This usually fixed the issue. Issue was intermittent. The drape was not available for return. There was no injury to the patient. The device was inspected prior to use. The instrument was not available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure are not available for isi review. The issue occurred in the middle of the procedure. The surgeon did not disable or discontinue use of arm due to issue. The procedure completed robotically the three arms that were originally docked. The patient information could not be released.